Event description:
It was reported the pt had been experiencing difficulties keeping a stable communication between the ipg and the charging system. The pt has effective stimulation therapy. It was further noted the ipg would stop communicating after sometime and subsequently time out. A replacement charging system is functioning as intended but the pt continues experiencing difficulty keeping a stable charge against the ipg. The pt will notify if the issue persists and causes inconvenience to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.